Event description:
It was reported that a pico 7 have all the lights lit. They don`t go out and it`s not possible to start the treatment or turn off the pump. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, intended for use in treatment, has been returned and evaluated, establishing a relationship with the reported event. A functional evaluation was carried out. When fresh batteries were inserted, all indicator lights were solidly illuminated. Device performance data shows the device entered a non-recoverable error state after functioning for 116 hours. The device entered an nre state as the motor current was out of range, with the root cause established as a component failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event in the past years. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. D1 & d4 updated.